Event description:
It was reported that (1) lcsc5 was used during a laparoscopic ventral hernia repair procedure. It was reported by the rep that the device was being used to take down adhesions when it began making a clicking sound followed by a solid tone from the generator. The handpiece was checked, the blade was replaced and the case continued.